Manufacturer narrative:
Block h6: the initial MDR stated that a new ivus pim cable resolved the issue. However, new information indicated that two components (ivus pim and ivus pim cable) were replaced, but has not fully resolved the issue since the system only works intermittently. Based on this new information, the cause could not be established. Investigation conclusions code updated to d15 (caused not established) from d02 (cause traced to component failure).

Event description:
It was reported that a core m2 system was used in a procedure. During use, the system failed to recognize the ivus pim and an error message was displayed on the monitor. The procedure was aborted and will be rescheduled at a later date. No patient injury reported. This product problem is being reported because the core m2 system could not be used; resulting in a potential for harm due to the delay of the procedure.

Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Block a2-a6: date of birth, age at time of event, sex, gender, weight, ethnicity, and race not available from the facility. Blocks b6 & b7: not available from the facility. Block c: not applicable. Block d4: expiration date is not applicable. Blocks d6 & d7: not applicable for this device. Blocks h3 & h6: a new ivus pim cable was sent to the facility; customer replaced the part and resolved the issue. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.